Manufacturer narrative:
Motor error alarm during basic occlusion test and alarmed during prime test due to protruded/loose drive support disk. Unable to perform occlusion and excessive no delivery test due to motor error and prime alarm. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.

Event description:
Customer reported receiving an alarm for a loose drive support cap on the insulin pump. The blood glucose reading was 250 mg/dl. Customer was advised to disconnect from the insulin pump. She stated that the insulin pump was not dropped or bumped but that the drive support cap was protruded. She stated that she did not recall pressing on the cap. She stated that she was taking steroid injections for her knee and it caused her to require more insulin that normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.